Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a stuck button alarm and was not able to clear due to buttons not responding. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with intermittent menu and right arrow button response due to moisture damage on the keypad assembly traces. No stuck button alarm was noted during testing. The pump passed the leak test, self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.